Event description:
It was reported that the patient had his spectra malleable device replaced with an ipp device. The reason for the replacement was not provided. No patient complications were reported in relation with this event.

Event description:
It was reported that the spectra device was "used as space holders in 1st of 2 stage surgery" prior to the placement of an inflatable penile prosthesis.